Manufacturer narrative:
The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. With all the available information, boston scientific concludes that the reported complaint was not confirmed. Based on the information available, a conclusion code cause not established was assigned to this investigation.

Event description:
It was reported that during a procedure for uronary incontinence, when the physician began tensioning sling using conservative tensioning pressure, one of the fixation sutures popped. Doctor tensioned again and the left sling arm ripped between the widest part of the sling and the first chevron. Due to this, the procedure was completed using another sling. There were no patient complications.

Event description:
It was reported that during a procedure for urinary incontinence, when the physician began tensioning sling using conservative tensioning pressure, one of the fixation sutures popped. Doctor tensioned again and the left sling arm ripped between the widest part of the sling and the first chevron. Due to this, the procedure was completed using another sling. There were no patient complications.